Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sv 3.0b. Pump received with stripped battery cap coin slot(p), cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, broken battery tube threads, missing end cap sticker, stained address/serial number label, cracked reservoir tube lip, cracked case at the display window corners and cracked lcd window. Pump passed the displacement. The test infusion set and reservoir does lock into place.